Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box data revealed no issues, alarms, or warnings. The pump successfully completed a prime sequence and 24-hour exercise test without issue. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive, no hypersensitivity was observed. There was no evidence of keypad contamination under the key contacts. The suspended feature appropriately functioned during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump remains suspended after the patient disables the suspend functions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.